Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue has been captured under mfg report #3013756811-2024-118321.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced a blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection. The customer reverted to an alternate method of insulin therapy.